Event description:
It was reported during a da vinci-assisted procedure one of the consoles eyes in out. The customer was in the middle of the procedure and didn't want to power cycle the system. Technical support engineer (tse) advised customer that a system restart after reseating the blue fiber connection to the console could resolve the issue. The site elected to proceed to complete the case as planned using second console with no reported patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following: the customer could not provide further details regarding the event.

Manufacturer narrative:
Field service engineer (fse) confirmed with customer that the reported issue was resolved after restarting the system. The reported issue did not reoccur on subsequent procedures. No part replacement was required. The system was working properly and no further investigation was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted to a secondary surgeon side console (ssc) after the start of the procedure due to one of the eyes on the surgeon console was out. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.